Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log file showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with persistent dizziness/nausea over the last few days. The patient had a previous percutaneous lead repair (B)(4) and wanted to rule out any ventricular assist device (vad) involvement with their presenting symptoms. The log files contained pulsatility index (pi) events. It was additionally reported on (B)(6) 2021 that the patient's symptoms were caused by a (B)(6). The patient was reportedly stable and had been diagnosed via esophagogastroduodenoscopy (egd) which revealed a large, cratered, non-healing (B)(6) which was treated with (B)(6). Treatment successfully resulted in hemostasis for the patient.